Manufacturer narrative:
The customer was instructed to replace the sample probe to troubleshoot the issue. There were no additional discrepant results generated after the sample probe was replaced. The sample probe of the architect c4000 processing module was determined to be the likely cause for the issue. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c4000 or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module sn (B)(6) was identified. Completed information for section a1 patient identification: sids for 4 year old patient:(B)(6). Sids for the second patient: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium and magnesium results generated on the architect c4000 processing module for multiple samples. The following results were provided for a 4-year-old patient. (Customer provided sodium reference range: 137-146 mmol/l) sid (B)(6); (B)(6) n2023, 08:53:55 = 116 mmol/l. Repeat result sid (B)(6); (B)(6) 2023, 14:16:24 = 138 mmol/l. Repeat result sid (B)(6); (B)(6) n2023, 14:24:12 = 138 mmol/l. New sample drawn with sid (B)(6) (B)(6) 2023, 14:33:03 = 138 mmol/l. Originally, it was reported the patient was admitted to the emergency department for an unspecified infusion; however the customer reported they started an IV, repeated the labs, and sent the patient home. No further impact to patient management was reported. The following results were provided a second patient. (Customer provided magnesium reference range: 1.9-2.8 mg/dl) sid (B)(6); (B)(6) 2023, 14:49:38 0352 unable to process test due to previous processing module error, 0352 and received the error message unable to process test due to previous processing module error 4 additional times sid (B)(6); (B)(6) 2023, 15:16:02 result = 1.22 mg/dl. Sid (B)(6); (B)(6) 2023, 15:31:20 result = 2.07 mg/dl. Sid (B)(6); (B)(6) 2023, 15:49:21 result = 2.1 mg/dl. Sid (B)(6); (B)(6) 2023, 16:00:00 result = 2.11 mg/dl. The patient was redrawn with sid (B)(6) result = 2.1 mg/dl there was no reported change in treatment. No impact to patient management was reported.